Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was cut or torn into two pieces and scratches were visible in the center of the optic. The cause of damage could not be determined and due to the damage, functional testing could not be performed. A device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, after implantation of an intraocular lens (iol) into the patient's right (od) eye, the surgeon noticed a scratch on the optic. The incision was enlarged to remove the iol. A successful intraoperative lens exchange was performed using a back-up iol of the same model and diopter. Patient has noticed that colors appear more vivid and objects appear brighter in the affected eye. Patient reported there is no eye pain or loss of vision, and there is no tearing or redness.

Manufacturer narrative:
Additional information: g3, h2, h6, h10/11. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.